Event description:
The customer alleged oil mist form their sterrad nx sterilizer. Customer stated there are no human reactions, and no smell but they can see it in the room.

Manufacturer narrative:
Haze/oil mist - fse dispatched. Disassembled and inspected oil mist eliminator. Found pinched o-ring between filter and housing. Replaced oil filter and o-rings. Performed system verification. Ran empty chamber test cycle. System meets spec.